Manufacturer narrative:
This report is being supplemented to correct d4: unique identifier (UDI) number. Updated from (B)(4) to (B)(4).

Event description:
No additional information from the customer.

Event description:
It was reported, that the videoscope had the distal end cover fall off into the patients mouth. The issue was found during the endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.